Manufacturer narrative:
A titan touch pump was received for evaluation. A separation with adjacent abrasion, indicating the tube had been kinked, was noted on the shorter exhaust tube of the pump at the tube/strain relief junction. This was a site of leakage. Abrasion was also noted on the longer exhaust and inlet tubes of the pump. Based on examination of the returned product, it was concluded that the abrasion marks noted on all pump tubing matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. This then may have caused the shorter exhaust tube of the pump to be kinked onto itself for a period of time. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to separate the exhaust tubing at the tube/strain relief junction of the pump. A separation of this type could then allow the loss of fluid, making the device inoperable.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to available information, this device was explanted and replaced due to an unspecified failure. No other adverse patient effects were reported.